Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer mentioned briefly during a conference call that a user stated that during an unspecified pca infusion, ¿the pca pump ¿changed itself¿ from a rate of 0.1 to a rate of 0.2.¿ the drug concentration was checked and found to be correctly programmed. No patient harm was reported. Although requested, no additional details were provided.